Event description:
Electrode had been "re sterilized". During manipulation of the knee of the pt (marathoner), a part of the ceramic broke off, which was not noticed, neither by the surgeon or the nurse. 4 weeks post-operatively, the pt complained about pain in the knee joint, when moving the leg. An MRI didn't show anything. A 2nd arthroscopy had been recommended to the pt by sportlinik. But the pt decided to have a further diagnosis and or's in another hosp (name not known). There they discovered a "plastic piece" during a radiograph, which was then removed from the pt by this hosp (presumably approx. 6 months after the 1st surgery at facility).